Event description:
It was reported that air bubbles were observed within the infusion set tubing. Reportedly, the customer was not removing the air from the cartridge during the loading sequence and using cold insulin. Customer performed a supply change to address the issue. Customer¿s blood glucose level was displayed as "high"; although a specific value was not provided. To address the high blood glucose, the customer administered a correction bolus via the pump.